Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021, the patient received subcutaneous injection of insulin in the hospital. In the process of exhausting, it was found that the exhausting was not smooth, and the insulin liquid could not be discharged after repeated experiments. The needle was replaced in time and the injection was completed without causing adverse injury."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples no needle clog fail found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6), 2021, the patient received subcutaneous injection of insulin in the hospital. In the process of exhausting, it was found that the exhausting was not smooth, and the insulin liquid could not be discharged after repeated experiments. The needle was replaced in time and the injection was completed without causing adverse injury."